Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is complete a follow up report will be filed. (B)(4).

Event description:
(B)(4). The patient had to be readmitted to or for repair of vaginal laceration. Physician performed a vaginal inspection post case and the laceration was not apparent, patient subsequently began bleeding effusively later in room. The clot broke loose leading to the patient being readmitted for suture.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is complete a follow up report will be filed. (B)(4). Update 04/11/2017: investigation: no sample returned. Review DHR. Analysis and findings: DHR review for product no. Kc-rumi-30 (koh-efficient,rumi,3.0cm), lot no. 211164 shows that all products were manufactured and tested per established procedures in sep 2016. The sample was not returned, so a confirmation cannot be determined based on the complaint. The complaint mentions that there is a protrusion on the assembly, possibly indicating the hinge as the location at which the sleeve extension attaches to the sleeve. The hinge with tabs is part of the design of the product. In the previous 2 year complaint history, there has been no incidences pointing to the tabs of the hinge as a causal factor. During the manufacture of the part, visual and functional tests are performed in process and during qc inspection and no incidence of protrusion was found. A review of the DHR did not reveal abnormalities. The incidence cannot be further investigated as the unit was not returned for evaluation. Correction and/or corrective action: complaint unit not returned, so confirmation cannot be determined. Product will be continually monitored for repeat complaints for nay potential required action. Device not returned.

Event description:
(B)(4). The patient had to be readmitted to o.r. For repair of vaginal laceration. Physician performed a vaginal inspection post case and the laceration was not apparent, patient subsequently began bleeding effusively later in room. The clot broke loose leading to the patient being readmitted for suture.